Event description:
It was reported that the patient experienced a "loss of therapeutic effect." It was stated that the "patient started shaking" the day of report. It was further reported that the implantable neurostimulator (ins) was found to be turned off. Upon turning the ins on, it was stated that the patient's "tremors started going away." It was also reported that the "issue was resolved." A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 748251 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 7438 lot# serial# (B)(4), product type programmer, patient product ID: 3389s-40 lot# v034805, implanted: 2009 (B)(6), product type lead product ID: 3389s-40 lot# v034805, implanted: 2009 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).